Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during the stenting of a carotid artery procedure, damage was noted. The 90% stenosed lesion was located in the left common carotid artery (lca). During a carotid artery stenting procedure, the physician experienced resistance during guidewire advancement. After being advanced on the wire, it was noted that there appeared to be a stent strut lifted. The carotid wallstent monorail, 10.0 x 24mm was removed and the procedure was completed with another carotid wallstent monorail. There were no patient complications or injuries reported. The patient status is listed as 'fine'.